Event description:
Caller reported cgm error 42, related to a g6 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process, but the call was disconnected, and plans were made to call the customer back.